Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Cartridge product history records were reviewed and documentation indicates the product met release criteria. The lens product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the cartridge split/cracked. Additional information was requested.

Manufacturer narrative:
Additional information provided. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified lens, 21.5 diopter, handpiece and viscoelastic. Intraocular lens (iol) complaint history and product history records were reviewed and documentation indicated the product met release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The root cause for the reported complaint may be related to a failure to follow the directions for use (dfu). Information was provided by the customer indicating that the cartridge was only 1/3 filled with viscoelastic. This amount would indicate an inadequate amount of viscoelastic. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. This type of reported tip damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. (B)(4).